Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that while in the united states his onetouch verioiq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013, at 2pm, he obtained blood glucose readings of ¿90mg/dl¿ with the subject meter and ¿46mg/dl¿ with the accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, just prior to the start of the alleged meter issue the patient reportedly was experiencing symptoms of sweating and blurry vision. Before his symptoms began, the patient¿s blood glucose reading with the subject meter is not known, he does not recall how much insulin he had administered before the alleged issue occurred, and he claimed he did not do anything ¿out of the ordinary¿ that would have caused his symptoms. At the same time after the reported meter issue occurred, the patient reportedly consumed glucose tablets and liquid as treatment and immediately began to feel better. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Test strip lot #: 3518565.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the alleged meter issue cannot be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.